Manufacturer narrative:
The roche service representative (rsr) found the sample/reagent tubing was out of the pulley. The rsr replaced the tubing and confirmed instrument performance by precision testing. The service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned a low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 2.97 miu/ml. This result was reported outside of the laboratory. The initial result was questioned based on the result from a 2nd sample. The result from the 2nd sample was not provided. On (B)(6), 2023 the repeat result was 1262 miu/ml with a data flag. The higher result was confirmed on another sample tested at a reference laboratory. The specific result was not provided. The hcg + b reagent lot number was (B)(6) with an expiration date of 30-nov-2023.